Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had a broken cable. The procedure was completed with no reported injury. On 12/23/2024, following additional information was obtained about the complaint: the instrument was inspected prior to use with nothing out of ordinary to be noted. There were no issues related to opening/closing and left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. No fragments fell into the patient. The instrument was available for return to isi for evaluation. Photographic images(s) or video recording of procedure was not available for isi review.